Event description:
User facility medwatch report received that states: "during cardiac cath procedure, a guidewire was inserted during the stent procedure. A second wire was inserted to assist to cross the stent. The second guidewire sheared leaving what appeared to be a small piece in the vessel which became trapped in behind the stent. Due to it being trapped the piece could not be retrieved. No occlusion to artery noted."

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.